Manufacturer narrative:
(B)(4). According to the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis that may occur and/or require intervention include: endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2012, the patient was implanted with conformable gore® tag® thoracic endoprostheses to treat a thoracic aortic aneurysm. On (B)(6) 2017, follow-up imaging identified a type 1 proximal endoleak with aneurysm enlargement of an unknown amount. No reintervention has been scheduled.